Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that upon review of a device transmission, right atrial (ra) lead undersensing that triggered device classified false termination of atrial tachycardia/ atrial fibrillation (at/af) events was noted. It was indicated that the patient passed away five days after the transmission. The cause of death was requested but has not been received.